Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component was advanced and deployed from the left side, followed by two iliac extender components (proximal: pxl161407j/13020458, distal: pxl161207j/13040673) being implanted in the contralateral leg side and another iliac extender component being deployed in the left for distal extension of the ipsilateral leg. The patient tolerated the procedure. On (B)(6) 2016, a follow-up imaging revealed a distal type I endoleak from the ipsilateral leg side. The right internal iliac artery was coil-embolized, and an iliac extender component and a bare-metal stent were implanted for the distal extension to the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Corrected the date of event. Corrected the event description. Corrected the initial implant date.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component was advanced and deployed from the left side, followed by two iliac extender components (proximal: pxl161407j/13020458, distal: pxl161207j/13040673) being implanted in the contralateral leg side and another iliac extender component being deployed in the left for distal extension of the ipsilateral leg. Intra-procedure imaging revealed an endoleak of unknown type, and the patient tolerated the procedure with a wait-and-watch approach taken to the endoleak of unknown type. On (B)(6) 2016, a follow-up imaging identified the endoleak that had been present during the initial implant procedure to be a distal type I endoleak from the right side. The right internal iliac artery was coil-embolized. On (B)(6) 2016, an iliac extender component and a bare-metal stent were implanted for the distal extension to the right external iliac artery. The patient tolerated the procedure.